Event description:
In the operating room, tourniquet applied to patient's thigh and inflated after drapes applied; tourniquet failed to inflate; switched to different tourniquet tubes but still unsuccessful; heard a "hissing" noise at the tourniquet; disconnected tourniquet and utilized esmarch bandage for exsanguination; was unsuccessful so a new tourniquet was applied to the calf on the sterile field and inflated; inflation of new tourniquet was successful and procedure was continued to completion.